Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, patient complained of pain and radiographs show loosening of the acetabular cup. The surgeon suspects infection, but there is no evidence to reinforce this. A revision surgery will be planned, but has not yet occurred.

Manufacturer narrative:
A revision procedure will be planned, but has not yet occurred. Device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". Number fourteen states, "postoperative bone fracture and pain". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2012-01311 / 01315).